Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient underwent a revision surgery due to rod breakage at left l1-2.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962, was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Films supplied for review found: complex construct from thoracolumbar junction to l5, shows bilateral rod breakage at about l3 with subsequent anterior column failure. Revision included extending to sacral a/c and t11 with screws and hooks. Interbody support placed at l5 and l3.

Manufacturer narrative:
Additional info: visual review confirms the rod is broken. Multiple set screw witness marks noted along the length of rod. No surface defect identified adjacent to the fracture surface that could contribute to crack initiation and propagation identified. Significant fracture surface damage and noted. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations or beach marks approximately 40% of the way through the cross-sectional area, followed by another region of increased material disruption and shear lips, which are consistent with overload to which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.